Manufacturer narrative:
Two inserters were received and a visual examination revealed both to be bent at the distal tip, approximately .75 inches from the end, however there does not appear to be any metal broken off the tip of the devices as described in the complaint event. The tips of both devices were measured and found to meet the specifications of the product drawing for the inserter. It is unknown if either of the 2 devices received is the actual complaint device, this complaint cannot be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 200 devices that were released to distribution. Insertion into hard bone, off axis insertion, or exerting excess torque during insertion could be possible root causes for this failure mode. As mentioned in the IFU, twisting or applying a bending force to the inserter can damage the anchor, suture or the inserter tip. No additional information regarding the user technique was provided to determine if the aforementioned causes contributed to this event, therefore we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
Shoulder stabilisation. The inserter that delivers the anchors has a tiny bit of metal at the end of the inserter. This piece of metal was left in the patient attached to the anchor. It is embedded in the bone. The anchor is quite far down the humeral head. Patient fine post surgery. No delay to surgery.